Manufacturer narrative:
The sensor was tested in-house, and the review of investigation analysis revealed the sensor experienced an electronic component failure due to led malfunction. As part of resolution, the RMA was authorized to offer the user a sensor replacement. B4. Date of this report updated to (B)(6) 2024. G3. Date received by manufacturer updated to (B)(6) 2024. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 4203. H6. Investigation conclusions updated to 4307.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 1, 2024, senseonics was made aware of an incident where user received an early sensor replacement alert resulting in an early sensor removal.